Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller was guided through a pump reset by technical support, and the cgm error code did not appear again. Subsequently, the caller successfully started their sensor session.